Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found kink/knot on cable, smashed connector tip, and difficult to attach scope to coupler. A definitive root cause cannot be identified. A DHR/shr review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): per ch-s200-xz-eb IFU: "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation" p11. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that while using the camera head, the camera had a short somewhere. The issue occurred during reprocessing and there was no patient involvement associated with the event.